Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not move forward when the pod was activated; this indicates a needle mechanism failure. The pod was not worn.

Manufacturer narrative:
The device was received not deployed, the data showed that the first priming completed at pulse 39 and deactivation occurred at pulse 46. Rotational sensor errors were present in the data along with an 0x41 hazard alarm. The device did not run enough pulses during the priming sequence to deploy the needle mechanism. The device was reset, connected to a pdm and delivered a 5-unit bolus with no issue. The needle mechanism deployed during the reset run. Under magnification, damage was found on the commutator cap. While damage was found on the commutator, it could not be determined if it caused the rotational sensor errors which caused the 0x41 hazard alarm.